Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian jugular filter delivery system which included a deployed meridian filter inside a specimen cup, a pusher wire/filter delivery catheter and a dilator inside an introducer sheath was returned for evaluation. The dilator was removed from the introducer sheath with no issues. The distal tip of the dilator exhibited no anomalies however the distal tip of the sheath was returned slightly buckled/flared. No other anomalies were noticed on the returned sheath and dilator. The pusher wire and delivery catheter were examined and no anomalies were visually identified. The filter was removed from the specimen cup. All 6 arm and 6 legs/feet were present and intact. No visual anomalies were noticed on the returned filter. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: based upon the returned sample condition, the complaint investigation is inconclusive for the filter failing to advance through the sheath. The investigation is inconclusive for crossed legs as images were not provided of the crossed limbs and the legs were returned uncrossed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the meridian vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not advanced through the delivery system; therefore, the filter was exchanged for a new vena cava filter that deployed successfully. There is no reported patient injury.